Event description:
It was reported during procedure, the stylet could not be inserted into the lead. Initially, the stylet was inserted into the lead without any issues, but it was stuck inside the lead and was unable to move forward. It was noted that the helix failed to extend at this point. The lead was removed and the helix was extended. A blood clot was noted which was removed using a thin needle and the lead was flushed and reused again. The stylet was inserted again into the lead, but it was stuck again at the same point and failed to move forward. The physician stated that cause of this issue could be either a blood clot or an anomaly within the lead, which was unable to be determined. The lead was removed and a new lead was implanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
The reported event of unable to extend the helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning, the helix could extend and retract. The helix extension length was within specification. The reported event of a stylet insertion difficulty was not confirmed. A test stylet was fully inserted into the lead and no obstructions were noted. The reported event of unable to extend the helix was isolated to blood and tissue in the helix.